Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was unable to recharge their battery. The patient stated that the recharger displayed a number instead of the normal recharging screen and that the number was different each attempt. The patient was scheduled for recharge troubleshooting. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type recharger.

Event description:
Additional information: the rep has met with the patient today. At first attempt, the charger was unable to communicate with the patient's ins. The antenna locator feature was used to ensure proper positioning and still no communication. Interrogation with the 8840 showed the battery was 'discharged' and to charge immediately. After interrogation with the 8840, the rep attempted to charge again. This time a call the doctor, power-on-reset (por) screen appeared. The rep had tired charging one more time and the recharger made connection and started recharging appropriately. Recharge education was provided to the patient, with instructions for the patient to continue charging her battery. No additional information was reported.